Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - 0001825034.

Event description:
Hip revision due to subluxation.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
Hip revision due to subluxation. This report is based on allegations set forth in patients notice and the allegations there in are unverified.